Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. Moisture damage was also found to the motor assembly. The operating currents could not be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they customer's insulin pump was experiencing low battery issues. The customer explained that they had been changing the battery every day for a week. The customer's blood glucose was 100 mg/dl. After troubleshooting, the customer was advised that a replacement battery cap would be sent. The customer mentioned receiving a battery out limit alarm during normal use of the insulin pump as well. The customer later stated that the issues persisted even after using the replacement battery cap. The customer was advised that the insulin pump would be replaced. The customer did not return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.